Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A DHR could not be performed due to the unknown lot#. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd syringe leaked. The following information was provided by the initial reporter: "it was reported that the tip of the 10ml syringe broke off in the hub of the tubing. Event description per attached email and excel file states: 10 cc normal saline syringe tip broke off in the hub of the medication tubing."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd syringe leaked. The following information was provided by the initial reporter: "it was reported that the tip of the 10ml syringe broke off in the hub of the tubing. Event description per attached email and excel file states: 10 cc normal saline syringe tip broke off in the hub of the medication tubing."